Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Bioprosthetic valve stenosis sapien 3 implanted. (B)(6).

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information received the cause cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event.

Event description:
Edwards received information a patient with a 29mm aortic pericardial valve implanted nine years, 11 months, underwent valve-in-valve procedure due to critical aortic stenosis, mild regurgitation, elevated gradient, restricted motion of one leaflet (equivalent of right coronary cusp), 1 leaflet restricted, and third leaflet was stiff but did open, and thickened leaflets. It was reported the aortic valve has not been working well for six months prior to intervention. Patient presented with class iii heart failure symptoms. Patient was transferred to the pacu to the telemetry step down in stable condition. Patient was discharged home in good condition on post-operative day one.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.